Event description:
It was reported that a patient underwent a total pelvic floor repair procedure and a sling procedure in 2007. Following the procedure, the patient had done fairly well but continued to have bowel complaints of feeling like something was "stopping" the ability to empty her rectum. The patient was not constipated, as the patient used fiber and stool softeners. On exam, the surgeon could feel the anterior mesh fairly well and reported that it feels like a band across the anterior vagina, but it is mobile and smooth. Posteriorly, when the surgeon does a rectovaginal exam, he can feel the mesh and then feel the stool behind it. The band is not painful, but the patient can feel the "band" when the surgeon examines her.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.